Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested, found to be working as intended and returned to service.

Event description:
The fe reported that the images on the left monitor were too light. This caused the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.